Manufacturer narrative:
Internal complaint reference (B)(4). The reported devices were received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Breakage of the device has been thoroughly investigated in similar complaints and are anticipated within the risk files and the instructions for use, therefore a product evaluation was not performed. A clinical review states based on the information provided the clinical root cause of the reported event was likely the result of a user technique vs procedural variance as it was noted that the recommended 5.5 dilator was not used. The device IFU does note to only use the recommended hole preparation and drills and that the use of other instruments may injure the patient, damage the instruments, or compromise fixation. The distal plug component is implantable, so biocompatibility is not an issue. If the fragments from the distal plug were retained local irritation/discomfort, and/or migration should not be ruled out. The root cause was associated with unintended use of the device based on analysis of similar complaint events. Factors that can contribute to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion can cause failure of the implant or insertion device. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a rotator cuff surgery, while the anchor of the healicoil was inserted into the shoulder joint, with sutures passed into the anchor eyelet, the surgeon positioned the anchor above the pilot hole and put downward pressure on the inserter to insert the distal tip of anchor into the prepared hole. At this point, the internal plastic inserter broke near the distal tip of the anchor. There was no unusual pressure placed on the inserter, no change in surgeon or technique. A 3.8 awl and 4.75 dilator was used for hole prep, in lieu of the typical 5.5 dilator indicated by the manual. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device (multifix). The back up device was used in the original bone hole. No further complications were reported.

Event description:
It was reported that during a rotator cuff surgery, while the anchor of four(4) healicoil were inserted into the shoulder joint, with sutures passed into the anchor eyelet, the surgeon positioned the anchor above the pilot hole and put downward pressure on the inserter to insert the distal tip of anchor into the prepared hole. At this point, the internal plastic inserter broke near the distal tip of the anchor. There was no unusual pressure placed on the inserter, no change in surgeon or technique. A 3.8 awl and 4.75 dilator was used for hole prep, in lieu of the typical 5.5 dilator indicated by the manual. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device (multifix). The back up device was used in the original bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.